Manufacturer narrative:
Sophysa has received the returned piece and the product in question has been examined according to our quality control procedure: visual check: the valve returned is clean without deposit inside. There are some marks on the outlet connector but no visual defect are visible in the intern mechanism. Functional control: flushing air or alcohol through the device remains possible and the ruby ball is not stuck on its seat. Pressure control: the pressures measured conform to the specification at all angle positions. In conclusion, the product meets all its specifications. We could not find any mechanical failure with the returned device. Antisiphon is working regarding the angle with vertical axis. Dysfunction feeling might be related to the additional resistance provided by the gravitational antisiphon device.

Event description:
A patient (sex and age are unknown) was implanted with a polaris valve and an anti-siphon device siphonx on (B)(6) 2016. The patient developed hc symptoms (headache, vomiting) and enlarged ventricles. On (B)(6) 2016 a shunt revision identified the malfunction as due to the siphonx..